Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided.

Event description:
It was reported that the implant (tsvtb10) fractured; the fractured implant was extracted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One imp,tsv,3.7,10,mtx,mg (tsvtb10) was returned for investigation. Visual inspection of the as returned product identified a fractured collar, as well as dried blood and bone around the implant. He reported device was was used for approximately 4 years 1 month. The customer did not provide pictures or x-ray images. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 7 ¿ 01/16 information identified: contraindications, warnings, precautions, breakage, general considerations and adverse effects. Complainant reported that the implant broke. The reported event was confirmed as visual inspection identified a fractured collar on the implant. A definitive root cause for this complaint could not be determined.